Event description:
The patient experienced a persistent increase in threshold accompanied by syncope after surgery. Even after a second surgical adjustment, long pauses, loss of capture, and ventricular tachycardia still occurred. Device currently remains implanted. Should additional information be received, this file will be updated.